Event description:
The account alleged the bed exit is not functioning. No patient impact.

Manufacturer narrative:
The technician states that the bed has been moved and cannot be located. The exact cause of the alleged issue is not known. No further information is available on the repair of the bed at this time.